Event description:
It was reported that during a vascular stenting procedure, the stent failed to deploy. The deliver system was removed and another stent was used to complete the procedure successfully. Upon sample receipt, the stent was found to be partially released. There is no report of pt injury.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under p070014. The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. There is no indication for a mfg-related failure. The eval of the returned sample confirmed that the stent could not be deployed during the procedure due to increased release force and subsequent detachment of a force transmitting joint. The stent was found to be partially released; however, the partial stent release had not been noticed by the user upon withdrawal of the system from the pt and may have occurred after the event. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The event may be related to difficult anatomy as highly tortuous and calcified vessels may lead to increased friction and subsequent release force increase. The event also may be use-related as rough handling of the device may lead to the reported event. Based on the info available, a definite root cause could not be identified.